Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on this patient's remote monitoring system for high, out-of-range shock lead impedance on this single-coil right ventricular (rv) lead. Boston scientific technical services (ts) reviewed historical measurements and noted that the value had been increasing gradually until just recently when it increased by over 40 ohms in one day. Ts suggested delivery of a commanded shock to find specific shock impedance values and also discussed the option of increasing the value that triggers an alert. The physician elected not to deliver a commanded shock. No adverse patient effects were reported. This lead remains in service.